Event description:
The patient was in interventional radiology for a left arm graft de-clot (used for dialysis access). For this procedure a percutaneous thrombolytic device was used. This device macerates clots in a clotted or blocked dialysis graft access. The device was inserted and used and upon removal was noted to be broken. One of the wires of the basket was broken but intact. At this point it was not noted that there was another piece of the device missing. The physician and team's focus was on the wire basket portion of this device. This particular product device has a unique feature that is different from the other products used to de-clot. This one is referred to as a "7 french over-the-wire" ptd (percutaneous thrombolytic device). This orange guide catheter (over the wire term) resides in the center of a small wire basket. A second over the wire ptd, same model and size, was inserted over the guide wire that was still in the patients graft and vessel. With this second device, the procedure to de-clot the graft was successful, as demonstrated on imaging. The device and the guide wire were removed. At this point, it was noted that the orange guide catheter inside the basket was missing, but was found on the guide wire. It would not normally be on the guide wire. This then lead to the follow up inspection of the first device with the broken basket. It then became apparent that the orange guide catheter was not intact and was missing. Both of these devices were collected and bagged for further analysis. The procedure continued and a stent was placed in the patients vessel. The graft was open and the vessel with venous outflow needed to be stented to support the graft.